Manufacturer narrative:
The actual date of death is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported an event involving an over infusion of fentanyl on a patient under palliative care. Per report, the patient died. Additional information was received following an on-site visit by bd representatives. It was confirmed the over infusion was a hydromorphone (dilaudid) infusion. A 65ml dilaudid infusion was started at 1750. Infusion was programmed via interoperability at a rate of 0.2 ml/hour. Patient was agonal breathing when the infusion was started. Fifteen (15) minutes after the infusion was started, the patient expired at 1805. No other infusions were infusing at the time of the event. When staff went to waste the remaining medication per protocol in the IV bag, 7ml was missing from the total volume of 65ml. For larger volumes, current practice is that staff will use a medication cup to measure the remaining medication in the IV bag and IV line to document the waste staff measured 55ml initially and got an extra 3ml by ¿milking¿ the IV set for a total volume of 58ml customer clinical engineer conducted a 24-hour rate test on the device attached to the left side of the concomitant pcu another pump was attached to the right side of the pcu. The event IV set had been flushed of medication and primed with water, for testing. During priming, the event IV set was spiked into tubing connected to the water container. The IV set¿s flo-clamp was opened, to allow for rapid priming the IV set. The device was programmed at the reported rate=0.2ml/hr. The infusion was started, and customer clinical engineer stepped out of the area. Upon his return he had discovered that the infusion had stopped due to air-in-line alarm. The infusion was restarted and continued to run for the remaining 24-hr. Run time. Upon completion of the test, customer indicated that the expected volume should have read 4.8ml but instead read a volume of 5.8ml.

Event description:
It was initially reported an event involving an over infusion of fentanyl on a patient under palliative care. Per report, the patient died. Additional information was received following an on-site visit by bd representatives. It was confirmed the over infusion was a hydromorphone (dilaudid) infusion. A 65ml dilaudid infusion was started at 1750. Infusion was programmed via interoperability at a rate of 0.2 ml/hour. Patient was agonal breathing when the infusion was started. Fifteen (15) minutes after the infusion was started, the patient expired at 1805. No other infusions were infusing at the time of the event. When staff went to waste the remaining medication per protocol in the IV bag, 7 ml was missing from the total volume of 65 ml. For larger volumes, current practice is that staff will use a medication cup to measure the remaining medication in the IV bag and IV line to document the waste staff measured 55 ml initially and got an extra 3 ml by "milking" the IV set for a total volume of 58 ml. Customer clinical engineer conducted a 24-hour rate test on the device attached to the left side of the concomitant pcu another pump was attached to the right side of the pcu. The event IV set had been flushed of medication and primed with water, for testing. During priming, the event IV set was spiked into tubing connected to the water container. The IV set¿s flo-clamp was opened, to allow for rapid priming the IV set. The device was programmed at the reported rate: 0.2 ml/hr. The infusion was started, and customer clinical engineer stepped out of the area. Upon his return he had discovered that the infusion had stopped due to air-in-line alarm. The infusion was restarted and continued to run for the remaining 24-hr. Run time. Upon completion of the test, customer indicated that the expected volume should have read 4.8 ml but instead read a volume of 5.8 ml.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-125813 is a concomitant. Please refer to manufacturer report number2016493-2025-125812, which captured the correct suspect device per investigation report.